Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient claimed that he is having problems with air bubbles emerging in his insulin cartridge over the last 3 months. There was no report of patient impact associated with this complaint. The issue was not resolved with training. This complaint is being reported due to the alleged air bubble issue.